Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the infusion set tubing was caught on a doorknob and the luer lock connection became disconnected. Reportedly, the customer reconnected the luer lock connection and resumed insulin delivery. The customer's blood glucose (bg) level was 300 mg/dl and the bg level was addressed with a bolus via the pump.